Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for alleged cosmetic damage located at the lcd window found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and minor scratches on lcd window. In summary, the customers alleged cosmetic damage was confirmed at the lcd window by visual inspection, where minor scratches were noted. Tested ok.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratch on screen. The customer was not able to read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.